Event description:
The user received a psa result of 3.02 ng per ml and a free psa result of 0.088 ng per ml for one patient on the modular analyzer. The results for the same patient on the dimension were psa of 74.6 and 71.8 ng per ml and a free psa of 0.07 ng per ml. The sample was also tested on the e170 with a psa result of 2.66 and 3.78 ng per ml and a free psa results of 0.088 ng per ml. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The investigation verified the user's results. On the elecsys 2010, the patient's psa result was 3.07 ng per ml and the free psa was 0.076 ng per ml. Antigen testing indicated an "underestimation with the elecsys total psa assay." No interference to runthenium or steptavidin was detected and no alterative psa isoform was found. The total psa result for the same sample tested on the centaur was 2.15 ng per ml. The free psa result for the same sample on the immulite 2500 was 0.07 ng per ml.

Manufacturer narrative:
The investigation is ongoing. If additional information is received, appropriate notification will be provided.